Manufacturer narrative:
During a onsite visit, based on principal engineer guidance, fse (field service engineer) was able to duplicate customer reported event when arm was all the way down to the treatment position. Fse exchanged articulated arm, aligned system and successfully completed system verification to specification. A risk assessment was performed and shows: unusual big play on the articulated arm, which may be caused by tear and wear, was identified as the technical root cause and the fse (field service engineer) did the final test of cutting performance in the home position of the laser treatment arm and not in the treatment position. Unusual big play on the articulated arm, which may be caused by tear and wear, was identified as the technical root cause and the fse (field service engineer) did the final test of cutting performance in the home position of the laser treatment arm and not in the treatment position. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported all laser parameters were within normal limits, suction was good and the laser was armed but the flap was not created in the left eye. The surgeon attempted the treatment twice but then elected to use another laser to complete the treatment with no patient harm. Additional information requested.